Event description:
Patient reported their teeth have pushed forward and large spaces between them. The spacing between their teeth have gotten much worse with the aligners. Patient was evaluated by their dentist and provided a letter of recommendation. The dentist recommended orthodontic aligners and retainers due to concerns of increasing spacing, particularly between #3, 4, 13 and 14. The shifting has contributed to the development of periodontal pockets and bone loss. If the spaces cannot be closed then crowns maybe need to close the gaps.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.